Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer issue. A field service engineer replaced the hard-stop assembly and latch sensor, reseated all related components, replaced the row board tray and drawer controller board, rebooted the station, and verified successful drawer performance. The field service engineer identified drawer 6 main stood out during the reports, replaced the retractor band, drawer board, and adjusted the rail guard to reduce tension, reseated the drawer and tested the hardware. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that at bd pyxis medstation es drawer 4.2 main & and drawer 6 main were having issues. There was liquid spill on row c of the drawer. There were no adverse events or injuries reported based on this incident.